Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that 2 and a half months following a left tha revision, the patient is still having pain and needs painkillers. They are still walking with 2 crutches and require a wheelchair. The patient needs help with basic needs such as hygiene, putting on socks, and putting on shoes. No further information this is 1 of 2 events for this patient.